Manufacturer narrative:
The complaint cannot be confirmed. One unpackaged ar-8978p-1 swivelock drive assembly (no batch identifier present) was received for investigation. Visual inspection identified that neither the forked eyelet nor the 3.5 x 4mm swivelock screw were returned for analysis. The threaded tip at the distal end of the returned swivelock drive assembly was assessed under magnification using micro-vu ID: 654 for any breakage, and the component was found to meet design specifications. Without the return of the forked eyelet and swivelock screw, the alleged breakage noted in the event description cannot be verified. No problem was observed with the returned assembly.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during surgery the device broke off when implanting the screw but the sales rep stated that nothing broke off inside patient. No harm or adverse event for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.